Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the cable on the large suturecut needle driver instrument was separated. He planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken grip cable at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Additional observations not reported were indentation at the edge of the distal pulley and scratches on the surface of the pulley. No other damage was found. Failure analysis concluded that the indentation was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur.